Event description:
User experienced a water leak coming from the analyzer onto the floor. No operator was injured and no patient samples involved. The field service representative determined the cause of the leak to be a damaged internal water filter and replaced the water filter. Performance tests were performed.